Manufacturer narrative:
The medical history was received and reviewed. Infection, as reported, is the probable cause of failure.

Event description:
Implant placed 12/9/97. It failed and was removed 1/13/98.